Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2013, product type: lead (B)(4).

Event description:
It was reported the patient experienced painful shocking. Reportedly, during an adjustment the patient was told she was more difficult to place than other patients and surgical revision was her only other option. The patient was redirected to her healthcare provider.